Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they hospitalized due to high blood glucose and that the insulin pump was never alarmed that there was insulin flow block alarm. The customer had issues with insulin pump and not delivering insulin, changed infusion sets several times. The customer checked alarm history and no insulin flow block alarm, only high alerts. The customer stated that her insulin pump never alarmed her that there was insulin flow block alarm. The device will not be returned for analysis.